Manufacturer narrative:
(B)(4).

Event description:
A MFR's rep measured impedances ">10000 ohms." She noted "the 0 & 1 are in range, but others remain to be high," including "11,000 (2) & 17,000 (3)." A current check was performed and 2 and 3 had current through the system. No pt symptoms were reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.